Event description:
Pt received more solution than intended. The device was returned with an unsigned note that stated, "the device infused too fast." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.